Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that a fluid leak occurred during a patient¿s peritoneal dialysis (pd) treatment. The patient found fluid leaking out of the cassette door the morning after completing their treatment. Fluid was observed leaking out of the cassette door when the patient opened it to remove the cassette. There were no reported alarms that had occurred during the treatment. The cause of the leak was not known. The patient was advised to discontinue using the cycler and a replacement cycler was issued. Upon follow up with the pdrn, it was confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. The pdrn stated that the patient did not miss any treatments, develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler has been returned to the manufacturer for physical evaluation. The cassette is not available for evaluation as it was reportedly discarded. The lot number for the cassette in use was unknown.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment, and no visual indications of particulates within the cassette area. In addition, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler also underwent and passed a pump door test and a mushroom head check. The cycler tested negative for glucose. An internal visual inspection of the returned cycler revealed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.